Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted total knee construct including the femoral component, a tibial baseplate, and the polyethylene articular surface. The articular surface exhibits signs of use, such as slight discoloration on the bearing surface. The device history record was unable to be performed as the part and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. X-rays were provided and reviewed by mmi. They state that four views of the left knee demonstrate a left total knee arthroplasty with possible radiolucency at the cement-hardware interface of the tibial component, suggestive of potential loosening. Sizing was assessed as appropriate, and there were no findings of malalignment, wear, or other implant or anatomical failures that would account for the reported instability. Evaluation was limited due to the quality of the films. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, patient was revised due to instability. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: catalog#: 00597005502 -nexgen cruciate retaining (cr) pegged tibial component precoat size 8 for cemented use only - lot#: 62369792. Catalog#: unknown - kne-nexgen-femorals-unk- lot#: unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted